Event description:
It was reported that the right ventricular lead exhibited over sensing and noise. On (B)(6) 2013 the lead continued to exhibit over sensing. The patient complained of feeling lightheaded. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.